Event description:
It was reported that an asymptomatic patient presented in clinic for follow up and far field r-wave oversensing was observed. The patient did not receive therapy due to oversensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.